Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. The stent stretching, difficulty removing and tip detachment appear to be the result of operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch, additional information received reported that for final stent deployment; the thumb slider was placed in position as directed in the instructions for use (IFU). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after atherectomy and balloon angioplasty of the moderately calcified right superficial femoral artery lesion, a supera stent delivery system was advanced without reported issue and the stent was deployed in the lesion. While removing the delivery system, resistance was encounter and the tip detached. It was noted that the stent was partially deployed in the introducer sheath. During sheath removal, the stent was pulled out along with the detached tip. The guidewire remained positioned. Another supera stent was successfully implanted. There was no adverse patient effect and no clinically significant delay in procedure reported. There was no additional information provided.